Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated that the device is not passing opcheck and has a pacer failure. No patient involvement.